Event description:
It was reported that during central processing, the monopolar curved scissors instrument was damaged at the end. There was no report of patient involvement or no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have scratch marks/abrasion to the tube adapter. The complaint was confirmed by failure analysis.